Event description:
It was reported that the patient underwent replacement procedure for unknown reason.

Event description:
It was reported that the patient underwent replacement procedure for unknown reason. Additional information was received that the reason for the replacement was for the patient to utilize perception therapies and the patient was doing well postoperatively. The explanted device was disposed and was and not returned. No further information has been obtained despite good faith efforts.